Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g a needle was clogged and would not administer medicine. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 305916 batch no.: 1039387. It was reported that that syringe did not administer vaccine with maximum amount of pressure. Incident details: client was properly stabilized, writer had proper landmarking. When administering with the syringe the vaccine did not administer with maximum amount of pressure. Attempted to readjust needle and administer again but still would not work. Manufacturer code/model: 305916 serial or lot number: (B)(4). When administering with the syringe the vaccine did not administer with maximum amount of pressure. Attempted to readjust needle and administer again but still would not work.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g a needle was clogged and would not administer medicine. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 305916 batch no.: 1039387. It was reported that that syringe did not administer vaccine with maximum amount of pressure. Incident details: client was properly stabilized, writer had proper landmarking. When administering with the syringe the vaccine did not administer with maximum amount of pressure. Attempted to readjust needle and administer again but still would not work. Manufacturer code/model: 305916 serial or lot number: (B)(4). When administering with the syringe the vaccine did not administer with maximum amount of pressure. Attempted to readjust needle and administer again but still would not work.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g a needle was clogged and would not administer medicine. There was no report of patient impact. The following information was provided by the initial reporter: material no.: 305916. Batch no.: 1039387. It was reported that that syringe did not administer vaccine with maximum amount of pressure. Incident details: client was properly stabilized, writer had proper landmarking. When administering with the syringe the vaccine did not administer with maximum amount of pressure. Attempted to readjust needle and administer again but still would not work. Manufacturer code/model: 305916. Serial or lot number: 1039387. When administering with the syringe the vaccine did not administer with maximum amount of pressure. Attempted to readjust needle and administer again but still would not work.